Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient unable to recharge ipg successfully. The rep attempted to assist with recharging per office. Additional factors were a possible implant depth per clinician. But patient decided she did not want pocket revised and wanted to change to non rechargeable device. The issue was confirmed resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient unable to recharge ipg successfully. The rep attempted to assist with recharging per office. Additional factors were a possible implant depth per clinician. But patient decided she did not want pocket revised and wanted to change to non rechargeable device. The issue was confirmed resolved.